Event description:
It was reported during the procedural preparation of a 3.50 x 33mm xience skypoint when removing the protective sheath, the stent dislodged from the balloon. The device was replaced with another abbott device and the procedure was completed. There was no patient involvement nor clinical delay reported. No additional information was provided. Subsequent to the initially filed report, the device was received and the analysis revealed blood in the guide wire lumen and dried contrast on the stent and in the inflation lumen. The balloon was loosely folded. It was confirmed by the account that the xience skypoint was inadvertently advanced inside the anatomy, as the stent was noted to become dislodged outside the anatomy. However, it wasn't noted until after the stent was already inside the anatomy and the balloon was inflated. There were no adverse patient effects nor clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection and dimensional analysis were performed on the returned device. Device dislodged or dislocated was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported that the stent, of the stent delivery system (sds), had dislodged prior to insertion into the anatomy. Analysis confirmed the reported dislodged stent. It should be noted that the xience skypoint instructions for use (IFU) states: before use: carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. In this case, it does not appear that the instructions for use deviation contributed to the reported issue. It was reported that the stent, of the stent delivery system (sds), had dislodged prior to insertion into the anatomy. Analysis confirmed the reported dislodged stent. The stent was returned within the sheath. Additionally, analysis noted crimp marks were visible in between the markers, indicating the stent was originally placed correctly. Factors that may contribute to stent dislodgement include, but are not limited to, incorrect sheath sizing, positive pressure during preparation, forced sheath removal, handling of the stent during preparation, and interaction with accessory devices. In this case, it is possible that sheath removal technique contributed to the stent dislodgement. However, this cannot be confirmed. Additionally, it should be noted that the instructions for use state before use: ¿carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted.¿ in this case, it does not appear the instructions for use deviation contributed to the reported issue. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 health effect - impact code update: based on additional information received subsequent to filing the initial report, the health effect - impact code 4656 was removed and 2199 was added.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported during the procedural preparation of a 3.50 x 33mm xience skypoint when removing the protective sheath, the stent dislodged from the balloon. The device was replaced with another abbott device and the procedure was completed. There was no patient involvement nor clinical delay reported. No additional information was provided.